Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm, no delivery alarm, keypad anomaly and low battery alert on the insulin pump. Customer¿s blood glucose level was 300 mg/dl. Troubleshooting for no delivery alarm was performed. Customer was able to resolve the issue with a complete infusion set and reservoir change. Troubleshooting for motor error alarm was performed. Customer was able to complete the pump rewind. Customer advised they had issues with the low battery alert and the black o ring was missing. Troubleshooting for keypad anomaly was performed. Customer advised the act button would respond intermittently. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with no(act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm or verify motor error alarm, low battery alert due to buttons not responding. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads.